Manufacturer narrative:
Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the threads of a star drive screwdriver shaft were stripped and was no longer functioning properly. The screwdriver will not self-retain screws any longer. It is unknown if there were a procedure and patient involvement. Concomitant device reported: unknown screws (part# unknown lot# unknown, quantity# unknown). This report is for one (1) star drive screwdriver shaft t8 105 mm. This is report 1 of 1 for (B)(4).